Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. The device was in good physical condition. Visual test was performed. Functional test was performed - found out that the dso sensor was non-functional. This replicated the customer's complaint of failing to detect the cassette, and the root cause was the malfunctioning dso sensor. The dso sensor was replaced as a result of the investigation, along with the dso seal and bezel. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device displayed the error message "alarm cassette loose¿. There was unknown patient involvement and unknown patient harm/adverse event reported.